Manufacturer narrative:
Manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection found damaged front bezel and bottom case. Functional testing found the e-04 was verified, the over ten years old coin battery failed and replacement of the battery resulted in passing all functional tests. The root cause of the reported issue was found to be end of battery life. Operator of device is unknown. Initial reporter also sent report to FDA is unknown. (UDI) is unknown. No information is provided to date. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).

Event description:
It was reported that an error code was displaying on the device and spike up or down during test. No patient injury was reported.